Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Dried blood/body fluid was noted in the entire lead lumen. A suture sleeve remained on the lead 362-384 mm from the terminal pin. Analysis confirmed all four of the inner coil wires were fractured at the 384 mm from the terminal pin (distal end). Detailed analysis of the fracture site determined the conductor coils were fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve. .

Manufacturer narrative:
At this time, the lead has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to high pacing impedance measurements greater than 2,500 ohms and loss of capture (loc). The lead also reported high impedances when tested with the pacing system analyzer (psa). A new lv lead was successfully implanted. Fluoroscopy had been performed, however, there was no evidence of any visible lead fracture. It was reported that blood could be seen under the insulation. No additional adverse patient effects were reported.